Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted vertically a 13.7mm vticmo13.7, -12.5/2.5/038 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced horizontally with a same size lens due to low vault with rotation on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 13.7mm vticmo13.7, -10.5/2.5/038 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced horizontally with a shorter length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).